Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).. Please disregard the initial report submitted with the MFR number: 3012307300-2021-10806. The report was submitted in error., corrected data: corrected information provided in h10.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The missing pixel lines is consistent with unit being physically impacted. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the pixels were gone, you just see half of it on the screen. On a smiths medical capnograph.